Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: unable to retrieve download/black box due to moisture. Moisture observed behind the display lens. Performed the leak test and found a display lens leak. Opened the pump case and found moisture throughout pump case and on pcb. Pump is unable to power on due to moisture. Test battery cap secures properly onto the pump. There's no damage to the battery compartment. Battery cap not returned with pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.